Manufacturer narrative:
Lamp assy usage meter of 1000 hours is expired but still operates. Ballast built in sept. 2004 has a capacitor c4 blown. Inside of chassis has an excess of dust covering all electronics and air vents. Ballast fails to ignite lamp. Rep states that a cd case was found blocking an air vent. Root cause of smoke was excessive dust blocking vents as well as the cd case which caused overheating of ballast, blowing capacitor c4 on ballast. (B)(4).

Event description:
A 300 xl lightsource smoked in the or, nurse removed from or and sprayed with canned air to cool the unit. At that point the unit flamed up. (B)(4). Sales rep inspected other 300 xl's at the facility and observed blue colored lint near the prongs of the bulb, as well as a build up of lint on the air vents. Rep observed one that had a plastic sleeve (which holds cd's) pressed up against the air vents of the unit. Rep discussed the importance of keeping the air vents clean and unobstructed.